Event description:
The pt, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It is unknown at this time if the hip product is actually the durom cup. Product was implanted on (B)(6) 2006 and the pt underwent revision surgery on (B)(6) 2007 due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).